Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein. After a non bsc guide wire crossed the lesion, a 7.0x20, 75cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated; however, on the first inflation at 15 atmospheres, the balloon ruptured after being inflated for 10 seconds. The ruptured balloon was removed from the patient completely. The device was exchanged to a 6-20/5.3/75 mustang¿ balloon catheter and the procedure was completed with a recovered blood flow. No patient complications were reported and the patient's status was good.